Event description:
It was reported that after prepping the device, the yellow protective sheath of a 3.5x12 nc trek rx balloon dilatation catheter (bdc) was unable to removed, as if the sheath was glued onto the balloon. There was no patient involvement. An attempt was made to remove the sheath of a 3.5x8 nc trek rx bdc, however the yellow protective sheath for this device was also unable to be removed. The procedure was completed using a non-abbott nc balloon catheter following by deployment of an unspecified stent. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The rx nc trek 3.50 x 8 mm mentioned is being filed under a separate manufacturer report number. (B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.